Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was returned with 105 ml of fluid in its bladder. Visual inspection of the device noted no evidence of flow. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 4.5 g of cefuroxin and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.